Manufacturer narrative:
Device evaluated by manufacturer. The guidewire was returned for analysis but not the sterile package. Visual inspection revealed the body of the guidewire was kinked at 56.6 inches. Also, the spring tip was observed bent and stretched. The length of the device was measured within specification.

Event description:
It was reported that device contamination occurred. A 330cm rotawire was selected for use. During the procedure, foreign matter was noted, and the radiopaque tip was incomplete and missing some radiopacity. The device was not used, and the procedure was completed with a different device. There was no patient complications reported.

Event description:
It was reported that device contamination occurred. A 330cm rotawire was selected for use. During the procedure, foreign matter was noted, and the radiopaque tip was incomplete and missing some radiopacity. The device was not used, and the procedure was completed with a different device. There was no patient complications reported.